Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. The depicted portion of the device included the molded joint, extension tubing and part of the luer and catheter tube. The molded joint was being held between fingers and the proximal end of the catheter tube was being curved. A circumferentially aligned split was observed just distal of the molded joint. While catheter damage was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Potential contributing factors include sharp instrument contact and securement/maintenance techniques. Evaluation findings are in section h.11.

Event description:
It was reported that the powerpicc solo presented a hole just below the securement wing. The catheter had to be removed after being installed on (B)(6) 2020.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen4791 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerpicc solo presented a hole just below the securement wing. The catheter had to be removed after being installed on (B)(6) 2020.